Event description:
In a cardiac cath lab reporter had encountered two instances within three months of each other of "near-misses" using the zoll biphasic defibrillator. It is possible to attempt defibrillation of a critically-ill pt, and have the device not deliver the life-saving engery required to "break" the fatal arrhythmia-ventricular fibrillation. Reporter believes this device to be poorly designed, requiring added steps that could be overlooked in a life or death situation.